Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 10:00am, the cgm was displaying 90 mg/dl with an arrow going down. The patient did not have any symptoms during this time. The patient checked a bg and it was 210 mg/dl. The patient did not make any treatment decisions but went to the emergency room. The patient was treated with IV fluids in the ER. A bg was checked and it was 290 mg/dl while the cgm was 330 mg/dl. During this time, the patient's stomach and bones started to ache and the patient was vomiting. The patient was provided ibuprofen. A medical test was done and verified that the patient was not in diabetic ketoacidosis. The patient was in the ER for 7 hours and was discharged. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid was taken at home with no symptoms felt. The reported glucose values fall within the a zone of the parkes error grid was taken upon the arrival at the emergency room and patient already experienced symptoms. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 10:00am, the cgm was displaying 90 mg/dl with an arrow going down. The patient did not have any symptoms during this time. The patient checked a bg and it was 210 mg/dl. The patient did not make any treatment decisions but went to the emergency room. The patient was treated with IV fluids in the ER. A bg was checked and it was 290 mg/dl while the cgm was 330 mg/dl. During this time, the patient's stomach and bones started to ache and the patient was vomiting. The patient was provided ibuprofen. A medical test was done and verified that the patient was not in diabetic ketoacidosis. The patient was in the ER for 7 hours and was discharged. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid was taken at home with no symptoms felt. The reported glucose values fall within the a zone of the parkes error grid was taken upon the arrival at the emergency room and patient already experienced symptoms. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.